Manufacturer narrative:
Result: malfunctioning foot right load cell hindered scale and bed exit functions.

Event description:
It was reported by service report that the scale would not zero, and bed exit was not functioning. No pt involvement or adverse consequences were reported.